Event description:
Customer reported that the escape and act buttons were unresponsive and that the time was incorrect in the insulin pump. She stated that she removed and replaced the battery and received a battery error alarm. The blood glucose reading was 154 mg/dl. She stated that the time did advance, but that the display was stuck on the check blood glucose screen. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power, error test, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The unit time and date did function properly. No failed battery alarm noted. The insulin pump also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.